Event description:
Complainant alleged that during functional testing by a distributor, the device was unable to charge energy via the defibrillator paddle charge button. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.